Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the right ventricular (rv) lead. Further investigation revealed noise and oversensing and one inappropriate anti-tachycardia pacing (atp). During the revision procedure, insulation damage and fracture were noted. Therefore the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
A portion of the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a thorough product analysis was performed. Analysis confirmed trilumen insulation damage. The damage was located approximately 29.5-30.5 cm from pin. The damage was likely caused by entrapment in the clavicle/ first-rib region.